Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading over 400 mg/dl. The customer stated that he had diabetic ketoacidosis when he woke up because he had not heard the no delivery alarm in his sleep. The customer then stated that he had received multiple no delivery alarms. The customer also stated that he used a model mmt-397 quick-set infusion set and that he had last changed his infusion set the day before the event. The customer further stated that has noticed bent cannulas and crimped tubing. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.